Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected/updated information has been provided in d4 serial number. Corrected/updated information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the bleed was use-related as evidenced by clinical information of hematoma caused by venous access before entering femoral artery.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 51 year old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock. Prior to the pump placement the patient was supported by a vent for respiratory needs and inotropes and vasopressors. The underlying medical history was not shared. On the day of implant a hematoma was observed at the impella pump access site. In review of the situation the team observed the venous access had caused the hematoma after going "through and through" the arterial branch. There was no intervention performed for the hematoma as the family and team withdrew care. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.